Manufacturer narrative:
(B)(4).

Event description:
It was reported that a seal compromised occurred. A encore¿ 26 inflation device was selected for use. As the device was received from shipment, it was noted that there was a hole in the package and got contaminated. No patient involvement reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has package damaged, as part of overall visual revision. The device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a seal compromised occurred. A encore¿ 26 inflation device was selected for use. As the device was received from shipment, it was noted that there was a hole in the package and got contaminated. No patient involvement reported.